Event description:
The catheter was inserted over the guidewire without difficulty. When the physician tried to remove the guidewire, it got stuck. It was decided to remove the catheter with the guidewire in it. The pt required repair to the femoral artery. There were no add'l pt complications.